Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, therefore the reportable malfunction could not be confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be caused by wrong handling, excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endotherapy biopsy forceps tip did not open. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endotherapy biopsy forceps tip did not open. There were no reports of patient harm.